Event description:
Malfunction of the disposable monopolar suction coagulator during adenoidectomny. Malfunction caused a 1/2cm burn to the lip and cheek of the pt. Initial inspection of the equipment revealed parts of the inner coating of the tube were missing. All pensc disposable monpolar suction coagulators removed from shelf, vendor notified.